Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the adhesive of the bending section rubber was chipped. The grip unit, control section cover, light guide connector, and video connector case were scratched due to external factors. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the scope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. There was no report of patient injury associated with the event. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was noisy and could not be seen.